Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported that during the continuous glucose monitor (cgm) two (2) hour warm-up period, he experienced the hypoglycemic event with no onset of symptoms and fell unconscious at home at 1:30pm. Patient's spouse arrived home at 4:30pm, found patient unconscious. Patient's spouse and administered glucagon, two bananas, and some soft drink. After treating the patient, the spouse took a finger stick (fs) blood glucose (bg) reading which read in the 50s patient's spouse then transported patient to the emergency room. (ER) patient reported the ER doctor estimated the patient's bg was at 17 mg/dl. At the time of contact patient was stable. No additional patient or event information was provided. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.